Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one week after the implant procedure, the implantable cardiac monitor (icm) experienced a loss of contact. The device remains in use. No patient complications have been reported as a result of this event.